Event description:
It was reported that during device change out, the physician had difficulty unscrewing the atrial lead from the device. After multiple attempts the whole set screw was removed. It was noted that the set screw hex cavity was damaged.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of a set screw anomaly was confirmed in the laboratory. The cause of the anomaly was due to silicone, septum material that is believed to have been present inside of the aring and atip set screw hex cavities. The material present in the hex cavities prevented the torque driver from fully engaging and disengaging the set screws, leading to the lead removal difficulties reported by the field.